Event description:
After an implantation period of approx. 31 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm cm distal to the df4 connector pin into three segments. A 47 cm long proximal fragment, a 10 cm long medial fragment and the distal lead fragment were received for analysis. A 5 cm long part of the insulation was missing from the proximal end of the distal lead fragment. An explantation aid was still inserted in the distal lead fragment. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received proximal and medial conductor fragments were measured. No peculiarities were found. Due an in the distal lead fragment inserted explantation aid, the electrical analysis of the distal lead fragment was not feasible. Damages like the deformed lead tip and rv shock coil as well as the 9 cm proximal to the lead tip stretched conductor coil most likely occurred during the explantation procedure due to tensile stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.